Event description:
[Redacted] patient transferred to [redacted] due to pacemaker malfunction. Received pacemaker software upgrade [date redacted] ([date redacted] updated high battery impedance advisory), had <3 months battery longevity at that time, chb [complete heart block]. [Date redacted] remote monitoring disabled and required immediate generator change. Pacemaker generator change done [date redacted].